Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/16/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested; the following was obtained: did the reported issue contribute to any patient adverse consequences? Was the needle piece(s) retrieved during the same procedure? Was there any additional tissue damage resulting from the search for the needle piece? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic hernia repair procedure on (B)(6) 2025 and suture was used. At 11:30 am, the surgeon found that the problem of pulling off suture needle happened while suturing the peritoneum under laparoscopy, and the needle fell into the abdominal cavity. The surgery was immediately stopped and the department head was notified. Needle search was performed under c-arm fluoroscopy, and the needle was removed from the abdominal cavity at 12 o'clock. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/23/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information: h6. Additional information was requested, the following was obtained: after investigation, the patient underwent laparoscopic hernia repair in the hospital on (B)(6) 2025. The surgeon used the suture (vcp311h) to perform the peritoneal suturing in a continuous suturing manner during the surgery. The problem of pulling off suture needle happened during the suturing, the detached suture needle fell into the abdominal cavity. The surgeon immediately assisted in searching for the detached needle under the c-arm fluoroscopy and found it. After removing it, the integrity of the needle was checked. After confirming that no foreign body remained, the surgery was completed routinely. This event did not cause any other harm to the patient except for prolonging the surgery time by about 30 minutes. No subsequent adverse event report was received.